Manufacturer narrative:
(B)(4).batch # t93z36 investigation summary: the analysis results of the er420 device found that it was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found to be yielded, misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 scissored clips. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use it states ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ a manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the rep, clips are scissoring. There were no patient consequences reported and samples will be returned. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.